Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a proglide device after an interventional ep afib ablation procedure with a 11f sheath. Reportedly, when the proglide device was pulled out of the anatomy, it was identified that the knot ended up outside with the device, as it did not deploy correctly inside the vessel. A new proglide device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, the cause for the reported malposition of the device appears to be related to circumstances of the procedure. In this case, it is likely that an interaction with patient anatomy or friable femoral vessel contributed to the reported suture malposition issue. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.